Event description:
Related manufacturer reference number: 2017865-2023-21006. It was reported that the patient presented in the emergency room due to an vibratory alert. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup vvi status. The device was restored. The patient was then scheduled for a device replacement. During the device replacement, it noted that the left ventricular lead was dislodged. The device and lead were both explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of backup operation could not be confirmed. The device was taken out of backup operation in the field, and the field device image from the backup operation was not available. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.